Event description:
It was reported the customer had been running a little high all day and when they looked at the reservoir it was empty. Customer mother stated customer had changed her infusion set the night prior and all night customer blood glucose was a little low. Customer's mother was concerned more with why she was high all day. Customer's blood glucose was 347 mg/dl. The drive support cap was normal. Customer's mother stated they had all ready changed the tubing and was unable to check for air bubbles. Manual prime was performed, insulin did exit, and no leaks noted. Settings were reported correct. Cannula was not bent or occluded. High pressure test was not performed due to infusion set was recently changed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.